Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro plastic tip separated from the end of the jaws. The device was used for the full procedure and was not saved for inspection. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro plastic tip separated from the end of the jaws. The device was used for the full procedure and was not saved for inspection. The hospital did not report any patient effects. (B)(4).